Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced pain around the ipg site extending down the leg. The pain exists with or without stimulation on or off. The pt was seen by her pain physician where a CT scan was ordered. Follow-up identified the pt was seen by the nurse practitioner on (B)(6) 2014 and the next course of action is a nerve block. The pain provider does not believe the pain in related to the scs system.